Manufacturer narrative:
The product was not received. The customer complaint of a leak at the connection could not be confirmed due to the product not being returned for failure investigation. The root cause of the reported event was not identified.

Event description:
The customer reported a leak at the connection between the maxzero and the pressure injection tubing during use. The customer also stated that the maxzero is difficult to connect and is often wet upon disconnect, or at times, fluid will spray out when disconnecting. There was no report of patient or technician harm.